Event description:
It was reported that this 62 y/o female patient's right hip was revised. Surgeon replaced the gxl liner with a 140-36-52 xle liner and a biolox options head 170-36-50, 170-50-00. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Product not returning - liner and head were kept by hospital and requested to be returned to patient.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. Serial number, expiration and manufactured dates unknown. The most likely cause for the revision reported due to early prosthesis wear in is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information, as radiographs and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.